Event description:
It was reported that upon interrogation the lead impedance trend graph was not available. At one check, the settings did not allow the lead impedance value to be manually measured. It was solved when the settings of ventricular sensing was changed from bipolar to unipolar. It was further reported that at the last device check, the impedance trend data was again not recorded and both the atrial and ventricular leads had high impedance. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5086mri52 lead implanted: 2013-(B)(6). (B)(4).